Event description:
The initial reporter stated that the pump was "running but no formula moves through the line". No further information was provided mmdg made multiple attempts to follow up with the initial reporter, however, those attempts were not successful. No patient involvement was reported. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.